Event description:
Customer reported the insulin pump fell out of the clip and came in contact with a magnet. Later the device alarmed motion sensor test failure and motor position encoder error. Customer's blood glucose was unknown. The device was dropped. Customer reported the drive support cap appeared to be normal. Customer was unable to get out of prime loop and was unable to perform self test. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and compromised force sensor. The unit was received with stuck in motor error alarm loop during bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There no error alarm noted during testing. The unit was unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. The unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.